Event description:
It was reported that the patient had missed alerts on the device. The patient experienced a hypoglycemic event that required medical intervention. At lunch time, the patient¿s glucose levels dropped which resulted in a loss of consciousness. His friend called emergency medical services who administered IV glucose and transported the patient to the hospital where hew as monitored and released later the same day. The patient did not recall his cgm/bg values or receiving any alerts prior to losing consciousness. He reviewed his clarity data and confirmed alerts had occurred; however, his cgm/bg values were not provided. The event occurred three days after the sensor had been inserted into the abdomen. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. Data was evaluated and it was determined that the reported event was likely caused by inaccurate estimated glucose values which showed the patient to be higher than his true blood glucose value, thus preventing the cgm from proactively notifying the patient of hypoglycemia. The probable cause could not be determined.